Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was advised to continue using it, with instructions to call back if the malfunction recurred.